Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported that concern was raised about the fiber-optic accuracy on the cs300 intra-aortic balloon pump (iabp). After iab removed, iabp sent to clinical engineering. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfes) attempts were made to the customer to obtain relevant repair information and iabp status related to this complaint issue. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided in the future, we will submit a supplemental report.

Event description:
It was reported that concern was raised about the fiber-optic accuracy on the cs300 intra-aortic balloon pump (iabp). After iab removed, iabp sent to clinical engineering. There was no harm or injury to patient and no adverse event was reported.